Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were in emergency room and were hospitalized due to low blood glucose on(B)(6) 2020 with blood glucose level was 28 mg/dl. Customer's other blood glucose level was 35 mg/dl. Customer experienced symptoms such as weakness, convulsion. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer was not using auto mode. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.